Event description:
Revision surgery - due infection and fracture.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number report number:1644408-2022-00949; (B)(4) , s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.